Manufacturer narrative:
Block b3: exact date unknown, event occurred seven months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the battery site and inadequate stimulation. The patient underwent a revision procedure.